Manufacturer narrative:
A ge representative evaluated the system, and replaced the cine cable and cine drive. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported the dsa images are not normal. No patient injury was reported.